Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient stated they were having trouble with their device as it was uncomfortable. Patient said her stimulator is on the left side, but she feels stim on the right side since yesterday or day before. Patient said the spot where they hooked it up is causing so much pain and the pain is going through right ovary when she tries to sit she cannot, and when she has to pee she pees on herself and cannot hold it. Patient said she did raise to 1.7 v because she was getting up 5 times at night. Patient also said when she coughs, she pees on herself and when she has the urge to go it feels like she empties, but then she gets up and has whole thing coming out right away. Patient said when she left after surgery stim was set on 0.2 v and she brought it up and it was hurting but had to keep it higher because she wanted it to help. Patient said she has been trying to reach the healthcare professional (hcp), but has a hard time getting to speak with someone and she does not have an appointment until the 22nd. Patient turned stim off and reported that felt much better. Basic product education was given. Patient said she does not know what the hcp¿s instructions are for post-surgical settings and making changes. Patient decided she wanted to try another program and was successful to change from program 3 at 1.7 v to program 4 at 1.6 v, patient said she felt stim close to her rectum, it was comfortable, and she wanted to try it at that setting. During the call pt also reported her right leg ankle swells up so much. Patient was advised to contact their hcp for their symptoms. No further complications were reported or are anticipated.

Manufacturer narrative:
Correction: (B)(4) was previously omitted. If information is provided in the future, a supplemental report will be issued.